Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2015. Date received by manufacturer should've been (B)(4) 2015.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure for a system upgrade and to add leads for the patient¿s new non- device related pain. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.